Event description:
It was reported that while using the bd bbl cdc anaerobe 5% sheep blood agar,ctn. Of 100 plates that there was a missing label. The following information was provided by the initial reporter: customer reported missing labels in the product. Lot #2305761.

Manufacturer narrative:
H6: during manufacturing of material 221734, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2305761 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaint has been taken on batch 2305761. No retention samples from batch 2305761 were available for inspection. One photo was received for investigation. The photo shows an opened 100pack carton from batch 2305761 with one sleeve lifted out of the carton with no visible sleeve label. No return samples were received for this investigation. This complaint can be confirmed. This product is packaged into sleeves and labeled via an automated process. If a failure in the sleeve labeling process occurs, each plate of this product is labeled so the media type, batch number and expiration date are readily available. This complaint can be confirmed. No complaint trends for labeling defects have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for labeling defects.

Manufacturer narrative:
Common device name: culture media, non-selective and non-differential initial reporter e-mail: (B)(6). Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl cdc anaerobe 5% sheep blood agar,ctn. Of 100 plates that there was a missing label. The following information was provided by the initial reporter: customer reported missing labels in the product. Lot#2305761.